Event description:
Patient underwent left middle meningeal artery embolization for treatment of subdural hematoma with midline shift. During the embolization procedure the catheter tip became stuck in the n-butyl cyanoacrylate embolization agent. The tip of the microcatheter tip was retained within the distal left parietal branch of middle meningeal artery. The physician has completed this procedure with this embolic agent and microcatheter with no problems previously. No differences in technique occurred per the provider. Catheter: microvention headway duo strong; 167 centimeters, ref# (B)(4), lot: 0001103937. Glue: cerenovus trufill n-butyl cyanoacrylate ref#: (B)(4), lot: m95m37.